Manufacturer narrative:
This report is submitted on february 08, 2023.

Event description:
Per the clinic, the device was explanted due to an extrusion of the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the common device name and product code in d2 for the previous report submitted on march 29, 2023 was incorrect. The correct common device name and product code is cochlear¿ osia¿ system and pfo respectively.

Manufacturer narrative:
This report is submitted on march 29, 2023.